Event description:
It was reported that during a laparoscopic gastric sleeve procedure the surgeon had used the device and three quarters into the procedure the jaws would not open. They used another like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.